Manufacturer narrative:
(B)(4) date sent: 5/22/2026 d4 batch #: unknown d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested and the following was obtained: what was the size of the middle thyroid artery that was sealed? Unknown but is an artery that they have sealed in the past safely with focus+ how was the device not working correctly in the initial procedure? Was it working okay and stopped working or did it not work correctly from the start? From the inicial what were occurring during the procedure when they noticed the device was not working correctly? How was hemostasis achieved during the initial procedure and the 2nd procedure? With clips or presssure or sutures. And sing some hemostatics what is the patient's current status? Good can the generator event log be pulled from the generator used in this procedure? They have 11 generadores in the hospital, and they more constantly they so we can not know wich one was used that day. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the har9f was not coagulating properly. Throughout the surgery, the surgeon felt that the procedure wasn't working correctly because the har9f did not coagulate good, and the patient experienced bleeding from the middle thyroid artery (sealed with the harmonic) . This was controlled during the surgery, but postoperatively, the patient suffered an asphyxiating hematoma and required a second surgery( the surgeon indicated that the bleeding originated from the same vein.) The patient is stable.